Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus china inspected the device and confirmed the following; the device has not been repaired in the past year. The reported phenomenon that the endoscopic image was not displayed on startup was reproduced, and the monitor screen was black. The socket on the g1 board was broken, and the qb board, the g1 board and g2 board assembly parts were defective. The screws inside the device were missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed on startup. The device was used with olympus s190 series devices. The user replaced the device to another device and completed the intended procedure, laparoscopic surgery. There was no report of patient injury associated with the event. Olympus inspected the device at olympus china and found that the device did not start up due to a printed circuit board failure and the power indicator was not lit up.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) concluded that the reported event was caused because the device did not start up properly due to damage to the qb board, g1 board, and g2 board. The exact cause of the damage to the qb board, g1 board, and g2 board could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by a failure due to aging, because 6 years and 10 months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.